Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported an infusion of chemo seems to be running fast with 10 am check. Programmed pump for vtbi of 1080 ml to run at 45 ml/hr. Multi-drug chemo infusion started at 10 pm (B)(6) 2012 to run over 24 hours, new bag and administration set used. Chemo checked by rn (vtbi and bag) every 4 hours (10 pm, 2 am, 6 am, 10 am). Rn expected to see approx 500 ml in bag, bag looked like approx 300 ml left to infuse. Pump showed volume infused 516 ml. No pump alarms noted. Drug information: triple chemo regime= cisplatin 19 mg; cytoxan 760 mg; etoposide 76 mg in ns for total bag volume of 1080 ml according to label. Infusion programmed as basic infusion because of multi-drug combination chemo in bag. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.